Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro: (B)(4). It was reported that the plunger pushed the rod loose. Patient involvement is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-09779. The report was submitted in error.

Manufacturer narrative:
Additional information was received indicating there was no patient incident. (Updated h6 event problem patient code).

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal, had plunger tube seal visibly out of place and a cracked right plunger case. The customer stated problem was duplicated. Replaced the plunger tube seal. Boot loader software downgraded from 1.2 to 1.1. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.